Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "continuous alarm" which was not reproduced. The continuous alarm was conformed through review of the event history log as a system error 322. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed a continuous alarm, which was clarified during baxter's evaluation as system error 322. It was also reported there was no patient involvement.